Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge and requested a replacement cartridge for supplies lost. Technical support agreed to send a replacement order, which the customer acknowledged and understood.